Event description:
The surgeon implanted an aq2010v lens. Surgeon noticed that the trailing haptic tore off and was in the cartridge after the lens was implanted. The lens was removed. No patient event or injury.